Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 308, 96, 274, and 108 mg/dl when all tests were performed within 15 minutes on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.